Manufacturer narrative:
(B)(4).

Event description:
The customer received an error message and a questionable high result from coaguchek xs meter serial number (B)(4). The initial result was greater than 8.0 inr. Testing was repeated twice within 10 minutes and the results were either 5.6 inr or 5.8 inr and 4.6 inr. The same finger was used for the first repeat test but a different finger was used for the third test. The customer went to the ER and was tested by an unknown laboratory method and the result 3.07 inr. There was no treatment given in the ER and no allegation of an adverse event. The customer had been diagnosed with antiphospholipid antibodies, but had no anemia. The therapeutic range was 2.5-3.5 inr. The suspect product was requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
As no customer materials were received for investigation, a specific root cause could not be determined. Retention test strips were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.